Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the ins was replaced because the battery was nonfunctioning. A manufacturer representative (rep) interrogated the battery and was not able to recharge. It was noted that the patient did not experience any symptoms related to the reason for replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the ins was replaced on (B)(6) 2016. They were in a car accident in (B)(6) 2015 and were in the hospital for 28 days. The patient didn¿t have their implantable neurostimulator (ins) recharger with them and that was the reason for replacing the ins. No patient symptoms were reported. The ins was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.